Event description:
It was observed that during the device evaluation, the bronchovideoscope had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation confirmed the customer¿s complaint of no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): 3.3 inspection of the endoscope. 4. Inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Based on the results of the investigation, it is likely that the following led to the malfunction: damage to the ccd (charged coupled device). A definitive root cause could not be established. Olympus will continue to monitor field performance for this device.